Event description:
It was reported that log file review captured low flow hazard events which did not appear to be related to equipment malfunction. It was additionally reported that the low flow alarms were caused by anemia and the patient was admitted to the hospital.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event of anemia, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard events which the account attributed to the patient¿s anemia. The submitted log files contained data from (B)(6) 2022 through (B)(6) 2022, per the timestamps. Multiple low flow hazard events were captured. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.